Manufacturer narrative:
Upon receipt, the device was unable to be interrogated. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic due to an unrelated health issue. It was noted that the implantable cardioverter defibrillator could not be interrogated. The patient was not followed on merlin.net and no previous device information was available. The device failed the telemetry test 10/10 times. The device was explanted and replaced. The patient was stable before and after the procedure.